Manufacturer narrative:
This report is submitted on february 9, 2021.

Event description:
Per the clinic, the patient presented with a haematoma following a head injury and subsequently underwent a surgical procedure to drain haematoma and administered oral antibiotics. The device was explanted (date not reported) and the patient was re-implanted with a new device.